Event description:
The original fork on the argus system was found to have cracks in the weldments. The fork has not been replaced and the system has been de-installed.

Manufacturer narrative:
(B)(4). We will file a follow-up MDR at the completion of the investigation. Internal cross reference: complaint pr# (B)(4).